Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the lead was returned cut into three segments. Visual inspection noted insulation abrasions at 3.2 cm to 4.1 cm, 31.7 cm to 33.3 cm, 34.2 cm to 35.2 cm and 41.2 cm to 42.0cm from the distal tip. The abrasions were consistent with constant friction with another implantable device

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.